Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was that the caller indicated that approx 6 months after implant, they went to use the microwave and got a shock from it, like there is "way too much energy in the body". The caller reported intermittent shocking and surging since then. The caller reported that it will happen if they charge they battery to 100%, so they only charge it to 90%. The caller reported trying to meet with a rep previously, but were told that the rep did not have availability. The caller reported that the stimulation will speed up when exposed to other electrical current, an example provided was a vibrating bed, the sensation was also described as touching a lightbulb. The caller had a consultation with another hcp yesterday who has familiarity with this device, but does not support it and they suggested that the stimulation be turned down and an x-ray be done to check lead placement. The x-ray will take place tomorrow (B)(6) 2022. The caller also reported that after one of the shocking sensations that they had blood in the urine. The caller reported that the blood in the urine could also be related to being a cancer survivor previously and having radiation on their vulnerable areas and some tissue being burned. The caller reported that right after surgery it was set on 5.0. They would turn the therapy off to resolve the shocking sensations, but when turned back on, it would feel too strong. Upon the recommendation of the hcp that was for a second opinion yesterday, the caller turned the therapy down by half and they have not had a shocking episode since and are getting therapeutic benefit. Caller inquired about physician listings and getting in touch with a local rep. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed device function and reviewed the various programs and that the hcp would have visibility to more detail about how the programs are set up. Called caller back to review emi compatibility for motorized bed and caller also asked about lasers. Agent reviewed informa tion. Caller stated that they do not use the vibration function of their bed anymore because they think there is a hypersensitivity to the vibration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed about a week after implant after the swelling went down, every time they use their microwave they get zapped, it jumps up the stim feeling, even their face tingles. Pt said they stand across the room or if they turn stim off it is fine. Pt said this only happens if they are standing next to the microwave and turn it on. Reviewed information about emi/ we don't expect and interaction if household equipment is properly grounded in good working order. Recommended continue turning stim off if they must stand next to the microwave until they can get it checked. Pt said they would get their microwave checked.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they contacted their doctor about this issue on (B)(6) 2021, who suggested something was wrong with the microwave. They ordered a window shield made for microwaves. They referenced handheld facial ultrasound. The problem was almost entirely eliminated, but it's a hassle that it gets so much interference.